Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned.. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarms noted during testing. Basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due the device having no button response. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared due to unresponsive keypad. The customer's blood glucose was 53 mg/dl, which was treated with sugar tablets. The discontinuation of the device was advised. Nothing further was reported.